Manufacturer narrative:
Device evaluated by MFR: synergy xd mr ous 4.00 x 32mm stent delivery system was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. No issues identified with the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found a break at the site of the wire exchange port. There was no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
It was reported that shaft break occurred. During preparation of a 4.00 x 32mm synergy xd drug-eluting stent, the distal part of the shaft got separated. The procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. During preparation of a 4.00 x 32mm synergy xd drug-eluting stent, the distal part of the shaft got separated. The procedure was completed with a different device. There were no patient complications reported.